Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection at the access site in the right femoral artery was reported. A gap between the nose cone and the capsule of the delivery catheter system (dcs) appeared to be the cause of the damage to the vessel wall. The dissection was treated surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that although there was resistance advancing the delivery catheter system (dcs), the dissection occurred at the end of the procedure. The patient's minimum access vessel diameter was 5.5 mm and there was mild calcification at the common iliac artery. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.